Event description:
It was reported that when the patient presented in clinic for normal follow-up, interrogation was difficult using rf telemetry. The patient reported having trouble with the merlin home transmitter. The rf antenna was unplugged and the device interrogated successfully. The patient sent a manual transmission, and a back-up vvi alert was received. Review of session records confirmed rf telemetry was functioning appropriately with no errors. It was recommended to use inductive telemetry accessories to allow for continued remote monitoring. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.